Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has an error code 46011. This alarm event pauses the delivery of the pump until the error is addressed. The event happened during testing and there was no patient involvement.

Manufacturer narrative:
Received one device. Customer complaint of "error code 46011" was confirmed through functional testing per performance verification tests (pvt). The board was able to reset, however was unable to maintain date and time after charging. Upon opening up unit for repairs, found front housing covered with intrusion from unknown substance, that had spread to chassis. Found downstream occlusion sensor (dso) seal delaminated. Found upstream occlusion sensor (uso) seal delaminated. Due to extent of repairs needed (new front housing, battery compartment, printed wire assembly (pwa), dso seal, uso seal) and sanitation issues, pump is being deemed as a beyond economical repair (ber). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.